Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was also received with cracked case at display window corners, scratched lcd window , and broken battery tube threads. It passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a chipped battery cap. The blood glucose at the time of the incident was unknown. The customer stated he was low and had treated. Troubleshooting was not performed. The device was returned for analysis.